Manufacturer narrative:
The MFR also downloaded the memory data during the eval of the monitor. Trained associates analyzed the data and concurred with the dme that the monitor did detect and alarm for pt events while in use on the day of the reported death. There were nine (9) pt events recorded during that time. All recorded pt events were associated with audible and visual alarms. The memory data also showed the apnea monitor recorded twenty-five (25) "loose lead" equipment events that would have prompted an audible alarm on the day of the alleged event. The monitor's data shows it was turned off at 8:50:54 am on (B)(6) 2010. The smartmonitor 2 device is not intended to prevent loss of breathing or heart activity. The smartmonitor 2 parents' guide (B)(4) further states: "the smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant cardiopulmonary resuscitation (CPR), which is a proper way to restore breathing and heart activity." Although a death was reported, there is no allegation of the monitor causing or contributing to the death of the infant. The monitor functioned as designed and passed all testing required. The MFR concludes no further action is appropriate.

Event description:
A durable medical equipment (dme) supplier notified the MFR of the death of an infant while on an apnea monitor, the smartmonitor 2, on (B)(6) 2010. The time of death is unk. There was no allegation of monitor malfunction. The dme reported the monitor was in use during the event, during transport of the infant to the hosp via ambulance, and that the downloaded smartmonitor 2 memory showed the monitor was detecting pt events and audibly alarming during the event. The dme sent the monitor to the MFR and requested an eval. The MFR received the smartmonitor 2 for eval and confirmed the device performed to specification. The apnea monitor was visually examined and tested by the MFR using a simulator in accordance with the smart monitor 2 checkout procedure manual (B)(4). The apnea monitor detected and alarmed appropriately for simulated events and passed all required testing.